Manufacturer narrative:
This is one of two manufacturer reports being submitted for this case. Per the instructions for use, paravalvular leak (pvl) is a potential adverse event associated with bioprosthetic heart valves and the transcatheter aortic valve replacement (tavr) procedure. The patient screening manual and the procedure didactic identify several procedural and anatomical factors which could contribute to pvl, including device malposition, inaccurate measurement of the native valve annulus, uneven distribution of calcium on the native valve, bulky or severe calcification, an elliptical annulus shape and valve under-sizing. Physicians are extensively trained by edwards before they are qualified to use the sapien thv. The patient screening manual instructs the operator on proper aortic valve & root assessment, including the use of echo, aortogram and CT to appropriately measure the annulus diameter, content and distribution of calcium, and leaflet characteristics. Contraindications, important considerations when assessing the valve, and choosing the proper thv are also discussed. The thv training manuals also instruct the operator on proper positioning and deployment of the valve, including all procedural and anatomical considerations. Device preparation, approach, deployment, imaging, procedure-specific training manuals and proctored procedures are also included. Lvot obstruction in patients who undergo transcatheter mitral valve replacement is a well-recognized postoperative complication. In most cases of postoperative lvot obstruction, the obstruction results from the protrusion of the valve into the lvot or from abnormal subvalvular positioning of the prosthesis. Additionally, lvot obstruction may occur postoperatively if there is a narrowed mitral-aortic angle, or due to a thickened interventricular septum, or if there is systolic anterior motion of the anterior mitral leaflet (sam). Other possible causes include a hypercontractile left ventricle or atrial fibrillation. In this case as reported in the article, fluoroscopy was not used during the deployment of the valve and ¿would have been beneficial & probably facilitated the valve implantation and hence, prevented the occurrence of lvot obstruction¿. Additionally, the authors directly attribute the lvot obstruction to the acute angle of the aortomitral annular plane (less than 120 degrees), the excess tissue from the anterior mitral leaflet protruding into the lvot and the amount of septal hypertrophy present. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Event description:
As reported by our edwards european affiliate, per article "edwards sapien xt in native stenotic mitral valve, open technique on cardiopulmonary bypass" a sapien xt valve was implanted via open surgery on bypass in the native mitral valve. Intraoperatively, pvl was detected and a bovine pericardial skirt was sutured to the valve inside the atrium. Lvot obstruction was visible by echo with a gradient of 60mmhg. The source of the obstruction appeared to be excess tissue from the anterior mitral leaflet protruding into the lvot as well as too much ventricular positioning of the sapien valve in the mitral annulus. The valve was removed, a partial resection of the anterior leaflet was performed and different sapien xt was implanted.

Manufacturer narrative:
Please reference related manufacturer report no: 2015691-2016-03612